Event description:
Reporter noted iol calculations were wrong when system calculated "nomal" lens for patient with deviating axis length. Calculations done on another system gave correct reading. Identified one patient that had wrong lens implanted in left eye, and may require explant. Additional information received noted patient's post-op va was 1.0 no indication further action will be required.